Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/22/2022. The meter memory was not reviewed for previous test result history. The customer had a different lot number of test strips used to perform blood test on call that produced result of hi - additional report reference number reference (B)(4).